Event description:
It was reported that the pt was not feeling a stimulation sensation and was not able to communicate with his neurostimulator. The pt had to recharge daily as the battery was draining daily. The pt met with a MFR rep on (B)(6) 2011. At that time, the neurostimulator was in an overdischarged state and telemetry was not possible. The pt did not bring his equipment to the appointment, and was going to be seen again the week of (B)(6) 2011. No interventions took place. The pt stated lead coverage provided acceptable paresthesia, but was not satisfied with recharging and wanted a non-rechargeable device. An appointment was going to be scheduled to replace the neurostimulator. The device was in its third overdischarged state.

Manufacturer narrative:
(B)(4).